Event description:
It was reported that after successful coronary stent deployment, the physician encountered resistance while attempting to remove the delivery device. During removal, the shaft of the catheter broke. No pt injuries or complications occurred.